Event description:
Caller reported receiving multiple occlusion alarms. Customer's blood glucose level was displayed as "high," no specific value was provided. In response, customer administered a correction injection and did not need third-party assistance. Customer resolved issue without replacing supplies, opting instead to resume insulin therapy.